Event description:
International affiliate reported that the pt presented with bleeding eleven days following hemorroidectomy. It was reported that the suture broke. The pt was restured.

Manufacturer narrative:
No conclusion can be drawn at this time.